Manufacturer narrative:
Reported event of stent partially deployed. A visual and microscopic examination of the device found that the stent was partially deployed by 2mm. The distal handle was fully retracted and the inner lumen was exiting through the guidewire access port. The distal end of the blue section of outer sheath was accordioned. The distal end of the inner was kinked along its length. This type of damage is consistent with excessive force being applied to the delivery system. The inner was kinked near the inner member jacket consistent with where the inner had exited the guidewire access port. During analysis the distal handle was moved distally to its original position and when retracted the inner lumen exited through the guidewire access port. The shaft was dissected proximal to the guidewire access port and no issues were noted with the outer sheath after dissection. The distal end of the inner and the stent were withdrawn from the outer sheath. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used during a procedure in the biliary tract performed on an unknown date (approximately two weeks prior to (B)(6) 2014). During the procedure, attempts made by the physician to deploy the stent failed. The stent was removed from the patient and a crack was noted in the sheath. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be ¿ok.¿ note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the stent was returned partially deployed.